Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving dilaudid (4.594 mg/day at 15 mg/ml), bupivacaine (3.675 mg/day at 12 mg/ml), and clonidine (30.63 mcg/day at 100 mcg/ml) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient presented for a pump replacement and catheter revisions. The tip of the catheter was at the 10th thoracic vertebra (t10) and anterior. During the case, the original catheter was replaced because the hcp noticed what looked like the exterior portion of the catheter flaking. The hcp observed what appeared to be small pieces of the catheter flaking around the exterior portion of the catheter. He noted that he had never seen this before, and felt uncomfortable leaving that catheter in place. The hcp cut and tied off the spinal portion and placed a new catheter. The explanted portion of the catheter was going to be returned to the manufacturer for analysis. No patient symptoms were mentioned. There were no environmental/external/patient factors reported that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The patient's status at the time of the report was alive - no injury. The issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the pump was replaced because it had less than one year for normal end of service (eos). The explanted pump was going to be returned to the manufacturer for analysis. The statement of "the catheter was at t10 and anterior" was not an allegation. The patient was not feeling any relief of pain in the low back, only in her legs. The decision was made by the hcp to place the new catheter higher than the old catheter because of the initial catheter placement and the patient's complaint about lack of coverage. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found what appeared to be a material failure at the sc connector. The pump was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.